Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was extubated on (B)(6) 2021, but due to blood tinged sputum and fevers a pan scan of the chest, abdomen, and pelvis was performed which revealed bilateral pulmonary embolisms. This was thought to be related to a clot found in the right atrium at the time of the vad implant. The patient was taken to the catheter lab on (B)(6) 2021 to remove the pulmonary embolisms. At the time the embolisms were identified, the patient was on heparin, but no coumadin or acetylsalicylic acid (asa). Their partial thromboplastin time was 82.2 and inr was 1.2. The patient was febrile, believed to be related to the patient's initial diagnosis of giant cell myocarditis. There was no reported device malfunction or infection. The patient was switched to bivalirudin to lower the risk of pulmonary hemorrhage and on (B)(6) 2021 asa 325 mg daily was initiated after the blood tinged sputum resolved. The patient was successfully extubated (B)(6) 2021. The patient was successfully transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 20 inches from the pump housing. The distal portion of the pump cable and the modular cable were returned with the device. The outflow canulae hardware, outflow graft and bend relief were returned attached to the pump cover outlet port. The apical cuff was not returned, but the cuff lock was fully engaged. A normal thin biological lining was found on the inlet extension that did not appear to affect blood flow through the pump. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any other adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The distal portion of the pump cable underwent electrical continuity testing to ensure the integrity of the wires. The pump cable passed. The heartmate 3 lvas instructions for use (IFU) lists bleeding and peripheral thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding and thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2020. No further information was provided. The manufacturer is closing the file on this event.